Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of non-sustained rv oversensing was observed. The patient was asymptomatic. Review of the episode revealed possible myopotential oversensing. Programming changes were made. The patient will continue to be monitored.